Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an intermittent loss of connection between the mobile programmer base and the mobile programmer application during the analyzer session. It was noted that dotted lines appeared on the mobile programmer application for approximately 5-10 seconds before the electrograms (egm) returned, which occurred twice in the session. It was further noted that the host tablet had been restarted prior to the procedure, the wireless fidelity (wifi) connection had been turned off and the host tablet and the base were positioned next to each other. No patient complications have been reported as a result of this event. Application version: 4.5.2, host tablet os version: 26.2.1.